Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo of a loose 3ml syringe with needle attached and 0.5ml of clear fluid inside was received and evaluated. It was observed there was a small white particle attached to the stopper. The composition of the foreign matter could not be determined from the photo, but it was larger than level 2 in size, which was rejectable per product specification. A potential root cause for the foreign matter defect could not be determined based on the photo provided. A physical sample is required for a more thorough evaluation and potential root cause determination. No corrective actions are necessary based on the defective rate identified. Batch 9189723 is considered in compliance with our product specification requirements.

Event description:
It was reported that an unspecified number of syringe 3ml ll 200 s/cs had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: material no: 306957 batch no: 9189723. It was reported that a particle was found in the syringe. Event description per email states: quality has asked that I reach out to bd medical due to a customer complaint for a particle that was found in a syringe. Unfortunately, we are not able to send you the syringe as we need to keep it until the complaint has been dispositioned.